Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during setup and reported they are having an issue with the da vinci. Customer reported the system is powering on with a message that says tap to retry, da vinci will fix the issue message, and when the customer taps retry the system faults with a non-recoverable error 32321 and there is a console not connected message. Prior to calling, the customer performed multiple hard reboots with no change. System logs were unavailable at the time of the call. Tse had the customer power off the system, disconnect the blue fibers, and power on each cart in stand-alone. The tower and robot completed self-test, but the console was not able to complete self-test and the power button just continued to flash blue. The customer elected to move the procedure to one of their xi systems; there has been no patient involvement at this time. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced surgeon side console (ssc) cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was analyzed and the issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit taken to a programming station where it was confirmed to be bricked per document (B)(4).